Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter was inserted into the left atrium (la). However, the physician noted an anomaly, and it was unclear if it was tissue or a thrombus. Act was checked, and the patient was administered more heparin. The physician continued to observe and discuss. Ultimately, a decision was made to continue the procedure, and the clip was inserted. However, the same anomaly was noted to be on the clip and the sgc. The act was rechecked, and more heparin was administered. It was noted that ultimately 36,000 units of heparin was administered and an issue with the heparin was mentioned. When the anomaly did not resolve with time and added heparin, a decision was made to remove the clip. The clip was removed without issue. While outside the patient, the clip was examined and opened, and tissue was noted on the clip. The physician concluded that it was not a thrombus but was likely tissue from the transseptal guide crossing. Two clips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter was inserted into the left atrium (la). However, the physician noted an anomaly, and it was unclear if it was tissue or a thrombus. Act was checked, and the patient was administered more heparin. The physician continued to observe and discuss. Ultimately, a decision was made to continue the procedure, and the clip was inserted. However, the same anomaly was noted to be on the clip and the sgc. The act was rechecked, and more heparin was administered. It was noted that ultimately (B)(4) units of heparin was administered and an issue with the heparin was mentioned. When the anomaly did not resolve with time and added heparin, a decision was made to remove the clip. The clip was removed without issue. While outside the patient, the clip was examined and opened, and tissue was noted on the clip. The physician concluded that it was not a thrombus but was likely tissue from the transseptal guide crossing. Two clips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.